Event description:
The pt's device was explanted (date not reported) due to an "cholestomatic infection". A new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.